Event description:
It was reported that a high blood glucose event occurred, but the exact value was unknown as it displayed as "high." The cause was unknown. The customer administered a correction bolus via the pump, and technical support advised consulting their healthcare provider and contacting technical support for assistance with any future high blood glucose events.